Event description:
It was reported that the patient alert sounded for high impedance warning and pt was then evaluated in the office. Holter monitor was also done without conclusive diagnosis. Physican suspects it may be a clavicular crush and proposes lead be replaced. No patient complications have been reported as a result of this event.